Event description:
Discrepant advia 1800 vancomycin results were obtained on one pt sample. A negative result was reported to the physician. A nurse questioned the result. The pt sample was rerun and a corrected report was issued. The pt was administered more medication based on the initial result. There was no report of further adverse consequences based on the additional medication.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. However, the low vancomycin result did not repeat. The fse ran the installation protocol to certify instrument operation. The customer ran tdm calibrations and controls. The instrument is performing within specifications. No further eval of the device is required.